Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl which was treated with syringe and bolus. Customer alleged possible under delivery. Customer stated that infusion set caused pain. Customer reports insulin exited at the quick release. Customer also reported that sensor had issues like change sensor and calibration not accepted. Product will not be return for analysis.